Event description:
It was reported that during a lap prostatectomy, when wiping off the active blade, the tip of the active blade broke off. Another harmonic ace was retrieved for the case. There was not a negative pt outcome.